Manufacturer narrative:
Telescope was not returned for evaluation. There was no report of a malfunction with the instrument. The hospital reported that incorrect scope was used, and it was longer than the mediastinoscope and made contact with patient neck area resulting in small patient burns. Hospital has not provided enough information to determine whether injuries were serious, but based on size (shape and size of eraser on end of pencil) it appears that they may not be. We filed out of caution. Device not returned.

Event description:
Allegedly, during a mediastinoscopy procedure, scope made contact with tissue and resulted in patient being burned on neck area. Burns were size of two round, pencil erasers with reddened and charred areas on side of the neck. The hospital's risk management indicated that they have no further information to provide.